Event description:
During an unspecified vascular procedure, the suture broke as the knot was being tied. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.